Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer received excessive no delivery alarms and was able to resolve with a complete set change. Customer was not able to troubleshoot. Customer's blood glucose was 8.0 mmol/l. Supplies would be replaced.